Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation), testing due to a: rite - earth leakage current failed performance spec indicate alarms or additional findings: leakage earth lc normal = 419.8 microamp (specification: 4 microamp - 300 microamp), and lc reverse = 343.1 microamp (specification: 4 microamp - 300 microamp). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The technician performed external and internal inspections and no anomalies were observed. The assignable cause of the return instrument test/evaluation (rite) electrical failure leakage lc normal, and lc reverse was undetermined; no failure or malfunction was observed which could have caused or contributed to the rite failure. The device was forwarded to service.